Event description:
It was reported by the doctors office that a dental assistant was sitting on a act ii assistant stool when the stools body support arm unlatched and the assistant fell onto the floor.